Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.h6: updates made to align with current FDA MDR adverse event annex codes. H6: corrected to include: annex b cause investigation (type of investigation) codes: b14 - analysis of production records, b17 - device not returned; annex c cause investigation (investigation findings) code: c19 - no device problem found; annex d cause investigation (investigation conclusion) code: d15 - cause not established h10: corrected verbiage in first paragraph to reflect product status and investigation summary/results: "the product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification."

Event description:
An error message was reported via webform with the adc device. It was reported the customer received an unspecified sensor error message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and/or seizure. There were no reports of treatment by healthcare professional (hcp) or third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported via webform with the adc device. It was reported the customer received an unspecified sensor error message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and/or seizure. There were no reports of treatment by healthcare professional (hcp) or third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.